Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. Section e: e1 - address 1: complete address information: department of clinical biochemistry and diagnostic endocrinology an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A conference abstract by cullen, m.r., and lee, g.r., ¿evaluation of free thyroxine and high sensitivity cardiac troponin duplicate testing,¿ clinical chemistry and laboratory medicine, 2026; 64(4): ea78. Doi: 10.1515/cclm-2026-0148, describes the use of routine duplicate testing as a risk management strategy to detect analytical errors in elevated alinity I stat high sensitive troponin I results generated by the alinity I processing modules. Duplicate testing was performed for all elevated alinity I stat high sensitive troponin I results >7 ng/l. Analytical error was detected in 112 (B)(4) of 13,772 duplicate measurements, with critical errors (those crossing sex specific (B)(4) percentile decision limits) occurring in only 5 (0.04%) of cases. No impact to patient management was reported.